Manufacturer narrative:
At analysis the analyzer failed the incoming functional test and it was determined that it could not be repaired and it was therefore replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer which was originally returned with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.